Event description:
It was reported that an alert for multiple vf episodes was noted. Review of egm showed vf detection due to noise. High, out of range, hv lead impedance was also noted. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 27.0-27.5cm from the connector pin. The rv cables were fractured and the etfe coating was abraded at this location. The damage is consistent with lead friction to the ICD can and is consistent with the observation from the field of high hv lead impedance.